Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that their customer¿s device was unable to power on. The customer advised that their device was in an ambulance connected to an ac power adapter and a power inverter. There was no patient use associated with this event.

Event description:
A third party service agent contacted physio-control to report that their customer¿s device was unable to power on. The customer advised that their device was in an ambulance connected to an ac power adapter and a power inverter. There was no patient use associated with this event.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4). Section e1 of the initial medwatch report indicates: initial reporter postal code ¿ blank section e1 of the initial medwatch report should indicate: initial reporter postal code ¿ (B)(6).

Manufacturer narrative:
The cause of the reported issue was not conclusively determined. However, based on the reported information, the likely cause of the reported issue was determined to be due to the use of the device with a type of vehicle power inverter called a ¿modified sine wave inverter¿. The device was not returned to physio-control for evaluation.

Event description:
A third party service agent contacted physio-control to report that their customer¿s device was unable to power on. The customer advised that their device was in an ambulance connected to an ac power adapter and a power inverter. There was no patient use associated with this event.